Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected b.5, b.6, b.7, and h.6 device code. Investigation is ongoing.

Event description:
As learned through edwards implant patient registry, a 29mm sapien 3 aortic valve implanted for 4 years and 3 months was explanted due to aortic stenosis with perivalvular leak, central aortic insufficiency, and thickened leaflets. The valve was replaced with a 23mm inspiris surgical valve. During the explant, the valve was found to have the skirt ''heavily incorporated'' into the aortic wall, removed in 2 pieces with extensive debridement of the annulus. Additionally, there was some type of unspecified coagulopathy post tavr with congestive heart failure. A 23mm inspiris resilia surgical valve was implanted in replacement.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for paravalvular leak, degeneration and coagulation disorder were confirmed based on medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Coagulation or bleeding disorders, characterized by abnormal lab results, refer to a set of conditions where the body's blood clotting process is impaired. These disorders can cause excessive and prolonged bleeding following an injury or surgery. In some cases, bleeding can start spontaneously and may be challenging to stop. Conditions such as hemophilia, von willebrand disease, clotting factor deficiencies (like factor v), hypercoagulable states, and deep venous thrombosis fall under coagulation disorders. The normal clotting process involves blood particles, known as platelets, and up to 20 different plasma proteins that layer over the platelets, referred to as blood clotting or coagulation factors. These factors interact with other chemicals to produce a substance called fibrin, which halts bleeding. Issues can arise when there are insufficient platelets or when they don't function correctly, or when certain coagulation factors are deficient or absent. The severity of bleeding problems can vary from mild to severe. Disorders resulting from issues with the number or function of platelets also fall under bleeding disorders. These disorders can be either inherited (present at birth) or acquired (develop later). Acquired forms often result from illnesses, such as vitamin k deficiency or severe liver disease, and the side effects of certain medications. The thv training manuals instruct the operator to take precaution in patients with blood dyscrasias defined as: leukopenia (wbc < 3000 cells/ml), acute anemia (hb < 9 g/dl), thrombocytopenia (platelet count < 50,000 cells/ml), or history of bleeding diathesis or coagulopathy, as safety and effectiveness have not been established for patients with these characteristics/comorbidities. In this case, there was no allegation or indication a product malfunction contributed to the pvl or coagulation disorder. The exact cause of those events is unknown but may be related to the mechanisms above. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, ''a 29mm sapien 3 aortic valve implanted for 4 years and 3 months was explanted due to severe aortic stenosis with pvl, central ai, and thickened leaflets.'' Due to limited information was provided, a definitive root cause of the degeneration is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As learned through edwards implant patient registry, a 29mm sapien 3 aortic valve implanted for 4 years and 3 months was explanted due to aortic stenosis with central aortic insufficiency and thickened leaflets. The valve was replaced with a 23mm inspiris surgical valve. During the explant, the valve was found to have the skirt "heavily incorporated" into the aortic wall, removed in 2 pieces with extensive debridement of the annulus. Additionally, there was some type of unspecified coagulopathy post tavr with congestive heart failure. A 23mm inspiris resilia surgical valve was implanted in replacement.